Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device took off skin too deeply. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device took off skin too deeply. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in an issue evaluation. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the actuator is defective and the damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, throttle lever, motor, swivel, poppet assembly, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on (B)(6) 2017 revealed that the calibration was out of specification at the zeros setting but within specification at all other settings. The motor speed was within specification and the 2", 3", and 4" width plates were damaged. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the bearings, calibration shaft, 2¿, 3¿, and 4¿ width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non verifiable during the initial inspection the service technician unable to reproduce the reported event. The root cause of the reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the bearings, calibration shaft, 2¿, 3¿, and 4¿ width plates. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.